Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058. Corrected data: b3 date of event: previously reported as 26-jul-2021 ; updated to 23-jul-2021.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged nosebleeds and severe respiratory problems mucus in the throat black particles. The device was returned to the third party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected and dust contamination was found. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed . There were no error found. The third party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section h6, in the previous report; they missed to capture clinical code for nosebleeds and severe respiratory problems mucus in the throat black particles, that was captured in this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.